Event description:
It was reported a bladder neck suspension procedure utilizing a protegen sling was initially performed without incident. Sometime post procedure, the pt returned with symptoms of vaginal dehiscence of the sling material. The sling was removed without incident. Another non-synthetic sling was placed on july 9, 1998 without incident. The pt remains continent. No further details regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, no failure analysis is available. Co's directions for use outline as potential complications: "loss of suture support may produce dehiscence at the implant wound site."